Manufacturer narrative:
Correction: h1 previously selected as malfunction, corrected to serious injury.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing and high capture threshold. The lead was explanted and successfully replaced. There were no patient consequences.